Event description:
Initial reporter indicated that their dell axim handheld computer with 7.1 programming software was "freezing upon interrogation." Good faith attempts are being made for the product to be returned for product analysis.